Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of peritonitis in a patient, coincident with dianeal pd2 (dianeal pd2 with 1.5% and 4.25% dextrose) therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date, dianeal therapy was withdrawn. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with (vancomycin 500g IV) and (cefepime 500g/tablet). On (B)(6) 2012, the patient had an internal jugular catheter inserted and a fistula created. On an unreported date, the patient was shifted from peritoneal dialysis to hemodialysis. On (B)(6) 2012, the peritoneal dialysis catheter was removed from the patient.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.